Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
On (B)(6) 2014, when the flex dosing was programmed, the times (am versus pm) were switched and the pump was programmed to deliver more drug during the daytime rather than overnight as intended. On (B)(6) 2014, the flex programming was corrected to deliver more overnight. The patient was still kind of stiff and visibly spastic especially in the legs. The patient had the most trouble at night which was why they wanted the increased rate overnight. The device system was used to deliver bupivacaine and compounded baclofen. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.